Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the customer's complaint. The stm was able to verify the lcd issue. The lcd display, labels, and p-clamp were replaced. Subsequently, the stm performed a safety, calibration, and functionality checks, all passed to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that half of the top screen was blank in the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred, however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that half of the top screen was blank in the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred, however, there was no patient involvement, and no adverse event reported.